Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and angle closure with elevated iop. The lens was implanted and removed intraoperatively. During explant irido-dialysis occurred. Cause of the event was reported as other - "oversized icl, intraoperative angle closure with iridocorneal apposition inferiorly.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/ debris in a microcentrifuge vial. Visual inspection found haptic broken/bent to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).